Manufacturer narrative:
This report has been identified as b. Braun internal report number 400618199. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Updated information d9 device returned to manufacturer h6 codes updated investigation: for equipment with serial number (B)(6), it was not possible to extract usage history due to damaged connectors used for this purpose. The equipment also underwent flow accuracy testing, with a programmed infusion of 460 ml at a rate of 10 ml/h over a 46-hour period. The measurement for each equipment test was conducted using a calibrated glass graduated cylinder, and the infusion time was measured using a calibrated digital timer. At the end of the flow tests, no deviations in flow rate or infused volume were observed, nor were any alarms triggered during the entire analysis period for the three devices under investigation. Based on the data presented, the complaint has been classified as "unconfirmed," as no quality deviations were evident for the equipment in question. Despite the inability to collect historical data for two of the devices, we conclude that there are no flow or volume deviations for the three analyzed devices

Event description:
As reported by the user facility information by bbm sales organization in brazil: "faulty function / operating unit". According to the customer: " during the therapy, 3 pieces of equipment were being used simultaneously in the same patient, but it was identified that infused beyond programming. No harm to the patient". "They suspect that it was something manual, which may have been changed by the companion that she is a nursing technician or that someone from outside may have interfered changing the schedule, so they need that background expertise to take measures internally at the hospital."

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.